Event description:
It was reported that the insulin pump alarmed button error. Customer stated unable to clear the button error. Advised customer the insulin pump would be replaced. Customer's blood glucose at that time was 196 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners. No button response due to corroded keypad traces. No button error alarms noted.